Event description:
During the laparoscopic surgery the disposable(?) Carter-thomason from or (operating room) supply broke while in use on the patient. The patient was not harmed and the carter-thomason pieces were retrieved and taken off the sterile field.